Manufacturer narrative:
Concomitant medical products: product ID: 3889, product type: lead. Other relevant device(s) are: product ID: 3889. Date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by an advanced evaluation patient that their device was not working and that they were going to have their leads replaced. On (B)(6) 2002 the patient stated ¿ouch.¿ there were no further complications reported.